Event description:
Clinic set-up/out pt setup done according to tolerate level. Pt at that time had no complaint of pain during treatment. Later, pt complained of wrist pain, stating the machine jerked to side. Pt was seen by physician. Result of alleged incident was pain and swelling of wrist. Due to jerking motion to the side of pt's wrist. Physician therefore prescribed parafin bath.